Manufacturer narrative:
Pump was received with a unexpected white flashing display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to display anomaly. Pump was also received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. No crack behind the pump noted during physical inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was cracked on the backside. The customer's blood glucose level was 8.0 mmol/l at the time of the incident. The product was returned for analysis.